Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported vascular dissection (no treatment) could not be determined. The reported patient effect of dissection, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
This is filed to report a dissection it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. On(B)(6) 2023, a postoperative computerized tomography (CT) scan showed an aortic dissection. It is unknown which device caused or contributed to the dissection. No additional information was provided.